Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this patient had a ventricular fibrillation (vf) arrest. The first shock delivered failed to convert the patient's rhythm and the second shock resulted in a dirty break. Additional observation of undersensing of vf was also noted at 0.6 millivolts(mv). It was determined per x-ray imaging that the distal coil of this right ventricular (rv) lead was in the tricuspid valve. The physician believed that this lead position was not allowing enough of the myocardium to be covered for defibrillation. Hence, a decision to explant and upgrade the entire system was made. This rv lead was explanted and no longer in service. No additional adverse patient effects were reported.